Manufacturer narrative:
Evaluated one opened/used enlite sensor and found sensor cannula bent inside sensor. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used. Found cannula whole with no broken or missing parts.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor break. Customer's blood glucose at time of incident was unknown mg/dl. The customer could not use the sensor because of no electrode.